Event description:
It was reported that the device became stuck on the wire. An angiojet spiroflex catheter was selected for a thrombosis procedure of the right leg. During the procedure, the spiroflex catheter became stuck on an unknown wire. The device and wire were removed, and the procedure was completed with another angiojet spiroflex. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of an angiojet spiroflex thrombectomy catheter along with a .014" guidewire inside the wire lumen. The device was visually and microscopically inspected. Visual inspection revealed numerous kinks throughout the shaft of the device; along with the majority of the distal portion of the shaft being flattened, stretched and twisted. The hypotube was broken 28.5cm proximal of the tip. From the distal end of the catheter to the tip, the wire lumen was bunched up which resulted in the in the guidewire being unable to be removed from the shaft. Inspection of the remainder of the device revealed no other irregularities.

Event description:
It was reported that the device became stuck on the wire. An angiojet spiroflex catheter was selected for a thrombosis procedure of the right leg. During the procedure, the spiroflex catheter became stuck on an unknown wire. The device and wire were removed, and the procedure was completed with another angiojet spiroflex. There were no patient complications and the patient is fine.